Event description:
Patient received a right hip replacement on (B)(6) 2018. During this time he received multiple ns 10 ml flushes during this stay. On (B)(6) 2018 he returned to the hospital with an infection at the operation site and in his blood. Culture results showed that the organism was serratia marcescens. The patient stayed in the hospital for an additional 9 days where he had to have multiple procedures to clean out the wound and receive IV antibiotics for treatment. On (B)(6) 2018, a recall for bd ns 10 ml flush syringes was released and our facility had purchased some of the affected lot numbers back in (B)(6) 2017. Because the lot numbers aren't tracked for every single dose given during hospital stays, we are unsure if the patient received flushes from the effected lot numbers during his initial encounter on (B)(6) 2018, but it is a possibility, therefore it is a possibility that this now recalled product led to the patient's infection. Dose or amount: 10 ml millilitre. Diagnosis or reason for use: IV line patency, flush medications.